Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Following a restart of the imaging system, the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system screen was white and displayed a memory error on the imaging system. It was reported that following a procedure, the imaging system saved one of three image acquisitions performed in an earlier procedure. There was no patient present when this issue was identified. No additional information was provided.